Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during a follow-up examination 15 months post successful implantation of two vascular stents in a pre-dilated lesion of the proximal to distal sfa, an in-stent restenosis was detected. The lesion was revascularized by using two drug-eluted balloons. There was no reported patient injury. This is the same patient as reported in medwatch # 9681442-2016-00305.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the evaluation of the images provided, no indication for an irregular stent placement or stent defect could be identified. There is no indication for relation between the device and the reported restenosis. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An in-stent restenosis can be caused by various factors and may occur even inside non-defective stents that were correctly placed. Restenosis may be caused by neointimal hyperplasia, hyperproliferative response to vessel injury caused by angioplasty and the foreign body reaction, or abnormal vessel geometry caused by stent implantation. An irregular stent placement as well as an insufficient pre- or post-dilation also may be contributing factors. In this case, pre-dilation as well as post-dilation with a drug-eluted balloon was performed. On the basis of the information available and the evaluation of the images, a definite root cause for the event reported could not be identified. The IFU supplied with this device indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. Furthermore, the IFU sufficiently describes the correct application of the device. Also the IFU states that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that during a follow-up examination 15 months post successful implantation of two vascular stents in a pre-dilated lesion of the proximal to distal sfa, an in-stent restenosis was detected. The lesion was revascularized by using two drug-eluted balloons. There was no reported patient injury. This is the same patient as reported in medwatch # 9681442-2016-00305.